Manufacturer narrative:
The customer evaluated the device and has been unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device has been returned to the end user for use.  The cause of the reported issue could not be determined.  The device was not returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the screen on their device was solid white and the device was locked up. The device would not be able to be used on a patient, if needed. There was no report of any patient use associated with the reported issue.